Event description:
It was reported to philips that the device had a defibrillation test failure. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.